Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the subclavian artery with mild calcification, mild tortuosity and 85% stenosis. During prep of the 10x40 mm absolute pro self expanding stent (ses), the stent prematurely deployed when the mandrel was removed with resistance. The stent was open and flowering. Therefore the device was not used and was replaced with a new absolute pro ses was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported premature activation was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling resulted in the noted kinked stent sheath resulting in the reported difficult to remove the stylet/mandrel. When the mandrel was removed with resistance this caused the stent to slightly pull out of the sheath and inadvertently prematurely deploy the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.